Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was a loss of stimulation in the thigh. It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that no diagnostic tests were performed. It was noted that interventions included reprogramming. It was noted that the event was related to the device or therapy and not related to the implant procedure. It was noted that the patient could no longer feel any stimulation in thigh. Additional information received reported that the date was the date the site became aware. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event was related to the device or therapy and not related to the procedure. The etiology was not due to programming. Several electrode pairs were showing high at greater than 10,000 ohms.